Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the issue of the pump emitting static/crackling sounds was not able to be investigated due to an unrelated call service alarm that would not clear.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that there was static/crackling sounds coming from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.